Event description:
A malfunction was reported by a customer regarding their pump, triggering a malfunction alarm with the code 12-0x2071. There was no adverse impact to the customer's blood glucose level. A replacement pump was provided with a new serial number.